Manufacturer narrative:
This supplemental report is being submitted to provide additional information.corrected fields: g3.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a damaged ceramic tip, a missing guide screw, and a damaged and missing sealing ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a damaged tension ring. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, a damaged ceramic tip was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11 corrected fields: d5, e1 (the contact information must remain blank, the name of the establishment is corrected), e2, e3, g2 (remove healthcare , user facility and other). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the ceramic tip was damaged" was caused by a wear and tear and/or improper handling by the customer (specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc.). Based on the fault pattern, it is likely that the damage to the insulation insert was thermally and/or mechanically induced. Therefore, it is most likely due to wear and tear and/or improper handling by the customer (specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc.). It is unable to be determined whether there was any pre-existing damage to the insulation insert or if it was already worn. It is also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. The event can be detected/prevented by following the instructions for use which state: before using medical devices, the user must ensure that they are in a perfect technical condition, also see the corresponding warnings in the ¿instructions for use¿ (IFU): ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, and no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.